Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a large free perforation with extravasation in the mid left anterior descending coronary artery. Two graftmaster covered stents were successfully deployed and sealed the areas they were implanted in. Next, a 2.80 x19 graftmaster covered stent was deployed, but did not seal the part of the perforation it was implanted in, so a fourth graftmaster was implanted, overlapping the previously deployed stent to successfully seal the remainder of the perforation and complete the procedure. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.